Event description:
It was reported that the right atrial lead exhibited loss of capture and sensing only at 0.5 mv. At implant, p-waves were being sensed at approximately 3.0 mv. A chest x-ray revealed that the lead had fallen. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.